Event description:
Boston scientific received information that high out of range shocking impedances were noted on this right ventricular lead. The shocking impedances were normal upon re-checking the system the next day. It was also noted that an increase in pacing impedances which were out of range was revealed. A lead revision has been planned. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this lead was replaced and will not be returned. Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.